Event description:
It was reported that burr detachment occurred. A 1.50mm rotalink plus and a rotawire were selected for use during a percutaneous coronary intervention procedure. During the procedure the rotalink burr detached during rotation. The detached burr remained on the rotawire. The devices were removed including the detached burr. No patient complications were reported and the procedure was completed with these devices. It was further reported that the 90-99% stenosed target lesion was mildly tortuous and severely calcified left circumflex (lcx) artery. The device was introduced via microcatheter to the distal lcx. The left main to proximal lcx was severe calcified lesion and the angle between them was up to 80 degree. Two ablation runs were completed successfully with speeds 165,000rpm in the left main. After two ablation, the burr was introduced further to the lcx, and the burr was detached from the shaft inside the patient. The rotalink burr and rotawire were completely removed from the patient.

Event description:
It was reported that burr detachment occurred. A 1.50mm rotalink plus and a rotawire were selected for use during a percutaneous coronary intervention procedure. During the procedure the rotalink burr detached during rotation. The detached burr remained on the rotawire. The devices were removed including the detached burr. No patient complications were reported and the procedure was completed with these devices.